Manufacturer narrative:
The complaint investigation was performed for observed erratic / imprecise results and included a search for similar complaints, a review of the complaint text, trending data, labeling, device history records, and historical performance of lot 00120d000. Return testing was not completed as returns were not available. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 00120d000 and the complaint issue. The historical performance of reagent lot 00120d000 was evaluated using worldwide data from abbottlink for the routine assay. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 00120d000 is within the established control limits, therefore, no unusual reagent lot performance was identified. Labeling was reviewed and found to adequately address the issue of erratic / imprecise results. Based on the investigation no systemic issue or deficiency of the architect intact pth reagent, lot number 00120d000, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer due to privacy issues. This report is being filed on an international product, list number 8k25-28 that has a similar product distributed in the us, list number 8k25-29.

Event description:
The customer reported falsely elevated architect ipth results on one patient over the course of one year. The results provided were: 359, 253, 363, 335, 161, 137, 363, 316, 208, (B)(6) 2020 =146pg/ml, (B)(6) 2021 = 120pg/ml(normal range 14-75pg/ml). There was no reported impact to patient management.